Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested as abdomen pain and cloudy peritoneal dialysis fluids. The patient was hospitalized for this event. Treatment for the peritonitis was not reported and the cause was unknown. At the time of this report, the patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was discharged from the hospital. The same day, after the patient was discharged from the hospital, the patient died at home due to serious malnutrition (onset date and treatment not reported). An autopsy was not performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.